Event description:
On (B)(6) 2026, a patient was prepped for a drainage catheter placement procedure using the navarre universal drain. During package inspection, it was reported that the package was found to be damaged, and the packaging was leaking. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos was provided and reviewed. One photo shows the native language text along with the second photo. The second photo shows the product details mentioned on the package which are matched with tw details. No visual anomalies were noted. Therefore investigation is inconclusive for the reported packaging problem. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a drainage catheter placement procedure using the navarre universal drain. During package inspection, it was reported that the package was found to be damaged, and the packaging was leaking. There was no patient contact.